Manufacturer narrative:
The initial report occurred on (B)(6) 2012 and was found to be a non-reportable malfunction based on the information available. This failure mode was determined to be reportable based on information received on (B)(6) 2013. This prompted a retrospective review of similar incidents from the past two years which resulted in the decision to file on this case. A medtronic representative went to the site to test the equipment. He tried with 3 of the needles, and was able to get them to track fine with a navigus base setup. He also tried to set it up with the elevated base and having 2 plans set in the software to replicate the conditions during the case. He was unable to get the system to not track the biopsy needles and was unable to replicate the issue. A system checkout showed that the device was fully functional. The rep attended a subsequent surgery and the case went fine. The software investigation found that the root cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Event description:
A medtronic representative reported that during the cranial biopsy the surgeon could not track the biopsy needle. The rep confirmed the trajectory was locked, and the spheres were clean. They opened three other new needles and still had the same issue. The site canceled the biopsy procedure. The onsite nurse stated that she found out after the surgery was aborted that the surgeon was using the elevated trajectory guide with a tripod base that was made by medtronic, but not for navigation.